Event description:
The healthcare professional via the manufacturer representative reported that the patient felt shocking in the legs, even with the therapy turned off. Impedance measurements were not taken. The healthcare professional directed the patient to the emergency room (ER) and called the manufacturer representative to notify them. The manufacturer representative planned to head to the ER to meet with the patient to make sure the system was actually turned off. Inappropriate stimulation after overdischarge was reviewed. The manufacturer representative did not have further information as of 25-jul-2016 regarding event cause, troubleshooting, or actions taken to resolve the reported issues. The patient's indications for use included non-malignant pain.

Event description:
Additional information received from the healthcare professional on 15-aug-2016 reported that troubleshooting performed related to the shocking issue included programming in the healthcare professional's office. Actions/interventions taken to resolve the shocking issue included turning the system off and removing the implant/leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.